Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of receiving a notification that there was a problem with the cardiac resynchronization therapy pacemaker (crt-p). The device remains in use. No patient complications have been reported as a result of this event.